Manufacturer narrative:
We have not received the complaint device for evaluation since the device has been discarded by the user. During the follow-up phone conversation with the complainant on (B)(6) 2020, we learned that the balloon was not pre-use checked. They flushed the inflation lumen instead. Device was used to remove a fresh clot from the forearm of the patient. Device failed to deflate after removing the clot from the patient's vessel. When surgeon attempted to deflate the balloon, it failed to deflate at all as confirmed in the x-ray. Surgeon then pulled the catheter to remove the undeflated balloon from the patient's vessel. After removing the catheter from the patient's vessel, he observed the balloon remained inflated. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. We have performed a pull test on a sample of units from this lot number during our in-process inspection. All of those units passed the test requirements when the balloons were pull tested to their validated force. However, based on investigations for similar incidents, it is possible that the balloon was not tied sufficiently to the catheter shaft. It is also possible that some anatomical ( calcification or stenosis in the lesion area) or procedural factors ( use of excessive force to remove the thrombus) may have contributed to the balloon failure. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent or calcified material (eg. Chronic clot, atherosclerotic plaque . This catheter is not designed to withstand the additional pull force needed to remove these materials. Based on this incident and similar incidents reported by other users, we are preparing to initiate a recall on certain lots of lemaitre 5 french plus over-the -wire embolectomy catheters. There was no injury to the patient as the result of this incident.

Event description:
During a thrombectomy procedure, the balloon of an over-the-wire embolectomy catheter failed to deflate. Surgeon had to pull the catheter to remove the undeflated balloon from the patient's vessel. There was no injury to the patient as the result of this incident.